Event description:
User facility mandatory medwatch received that stated: "there is a concern for pump generated hemolysis, leading to hemoglobinuria. A female child with pre-b cell acute lymphoblastic leukemia received 344ml of crossmatch compatible packed red blood cells (prbc) via the hospira symbiq infusion pump following normal infusion guidelines. The rate of blood infusion was 86 ml/hr. The blood was not warmed. The patient had a power injectable peripherally inserted central catheter (PICC) for line access and a negative antibody screen. The transfusion was completed at approximately 16:00. The patient experienced back pain and red urine at 19:00. The vital signs remained stable. A transfusion reaction workup was initiated and clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Lab tests showed haptoglobin to be less than 8mg/dl ((B)(4)) and total bilirubin elevated at 3.3 mg/dl. Urinalysis was negative for blood by dipstick with 0-3 rbs b microscopic examination. Ldh was not performed. The patient's symptoms resolved without further complication. No follow-up testing was done. Packed rbc infusion". Upon further query the following information was provided that indicated, the patient experienced hemolysis following a transfusion of packed red blood cells. The customer contact reported the delivery was started at 1200. It was reported additive as-5 had been added to the prbc (packed red blood cells). Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.